Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Measurement system lock-up error, causing unclearable eri (elective replacement indicator). The device was returned and analyzed. The cause of the anomalous measurements was due to memory errors internal to the (B)(4) ram. The exact cause of the errors is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Measurement system lock-up error, causing unclearable eri (elective replacement indicator).

Event description:
It was reported that the device exhibited elective replacement indicators (eri) last march, and the device was reprogrammed. The device exhibited eri again, and the rep was unable to reprogram the device back to the original parameters. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Measurement system lock-up error, causing unclearable eri (elective replacement indicator).

Event description:
It was reported that the device exhibited elective replacement indicators (eri) last march, and the device was reprogrammed. The device exhibited eri again, and the rep was unable to reprogram the device back to the original parameters. It was further reported that the device had a reset issue. The device has been explanted and replaced. No patient complications have been reported as a result of this event.